Event description:
Emergency room nurse reported pt had several months of increased bilateral leg paralysis and her colon was impacted. The pt also had a urinary tract infection that resolved. The pt had received morphine for pain. The pt heard the pump alarm and has nausea with increased pain. The pt thought morphine dose was 24 mg/day. The last pump refill was 2006. The pt is no longer seen by a doctor. The nurse stated the facility has no experience with implantable pumps and they will not do mris on pts with implantable pumps due to the liability issues. The nurse requested contact wit the manufacturer's representative to interrogate the pump to determine drug infusion status. A follow up report will be sent when additional information is received.